Event description:
Boston scientific received information that the patient with this pacemaker system presented to the hospital, and no pacing was noted. Additional information was received that this device had then been explanted approximately two weeks later. Boston scientific field representatives have been unable to obtain any further information related to this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Noted in the initial allegation was a that the right ventricular (rv) lead was suspected to be fractured. However, the lead had not been checked at that time, and no further information could be obtained related to the rv lead status. At this time evidence suggests that the rv lead remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field allegation that no pacing noted could not be confirmed through analysis. The rv lead impedance information obtained from the device memory does shows acute changes in rv pacing impedance, and does support the previous allegation of a suspected rv lead fracture.